Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the handle is out of adjustment and needs to be readjusted. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 4 reports linked to mfg report numbers: 3004608878-2021-00243, 3004608878-2021-00245, 3004608878-2021-00246. A facility reported that mayfield composite series base unit (a3101) would not lock correctly. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.